Manufacturer narrative:
Novocure's medical opinion is that a contribution of array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6)-year-old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2021. On (B)(6) 2022, the patient reported that she underwent surgery due to cranial inflammation, which spread to the bones. Optune therapy was temporarily discontinued. On (B)(6) 2022, the prescriber reported that the patient had a wound healing disorder (last surgical resection (B)(6) 2021). The underlying cause was unknown, although infection and optune therapy cannot be ruled out.